Manufacturer narrative:
The referenced report of gastrointestinal bleed is covered under medwatch MFR report #2916596-2017-00590. (B)(4). Approximate age of device ¿ 1 year. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with shortness of breath, malaise, fatigue, low grade temperature, and headache. Lvad flow estimation was elevated with intermittent power elevation to 10 watts. The patient had a history of gastrointestinal bleeding and has been off all anticoagulation for over eight months. On (B)(6) 2017, the lactate dehydrogenase (ldh) was over 1000 u/l. Log file analysis completed by the manufacturer¿s technical services representative revealed intermittent power and flow estimation elevations, along with power and flow estimation trending upward. On (B)(6) 2017, it was reported that the patient was placed on low dose heparin. Additional log file analysis completed by the manufacturer¿s technical services representative revealed power was elevated and continued to fluctuate. On (B)(6) 2017, the patient¿s ldh was 1107 u/l with a haptoglobin of less than 8 mg/dl. Heparin drip and full dose aspirin were initiated and cardiac CT with IV contrast was performed on admission; no visible clot was observed outside the pump. The patient underwent a pump exchange on (B)(6) 2017 and was doing well. The patient remained in surgical intensive care unit (sicu) on inotropes and vasopressors. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The report of device thrombosis was confirmed through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit and the sealed outflow graft, and the bend relief were not returned. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor indicated that the thrombus was present in the outlet stator for undetermined period of time while the pump was operating. Although the origins of the thrombus could not be conclusively determined, the deposition could have contributed to the reported power elevation and elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.